Event description:
It was reported that difficulty was encountered during the procedure to place a greenfield 12 fr ss vena cava filter. Following advancement of the carrier and subsequent filter deployment, the filter legs did not fully expand. A guidewire was inserted and the filter legs were manipulated and successfully expanded. The pt was reported to have no adverse effects as a result of the issue.